Event description:
Customer called lfs in 2001 alleging that customer's ot basic meter had been giving the customer's erratic readings and also noted in case point there was an undefined issue with the meter. Per documentation by ccr, it states that the customer "checked it and said machine not reading good". Customer obtained a reading of 204. Ccr also noted that customer was using unicheck test strips.